Manufacturer narrative:
The sample is available for eval. Add'l info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The tubing broke below the winged inserter during stylet removal. There was no harm to the pt or clinician as a result of this incident.